Event description:
It was reported that during a da vinci cholecystectomy procedure, the large needle driver instrument was not recognized by the system. There was no harm to a patient and nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc (isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of would not recognize. Failure analysis was able to replicate the issue. The instrument failed a rti board recognition test. The instrument was checked for recognition on an in-house is3000 system. The system failed to recognize the instrument on multiple installation attempts. An additional observation not reported by site was that the instrument pitch cable was broken at the proximal end of the instrument. The pitch cables were loose, but not visibly broken at the wrist. The pitch input spun freely without corresponding output motion at the distal end, which suggested a failure at the backend. The housing was removed to find one grip cable broken near the clamping pulley cable groove. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.